Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that guidewire coils when being inserted into patient. Additional information provided 10/30/2023: after guidewire coils, it may or may not be able to be used; opening a second kit to replace the guidewire which causes a delay of access. This did not cause an urgent situation, but extended time for insertion due to difficulty and having to open another kit. No patient harm reported.